Event description:
It was reported that catheter issue occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was used for ultrasound examination of the target lesion. Post intravascular ultrasound (ivus), upon withdrawing the ivus catheter, the drive cable stretched and was difficult to remove from the guidewire. The procedure was completed by using another of the same device.

Event description:
It was reported that catheter issue occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was used for ultrasound examination of the target lesion. Post intravascular ultrasound (ivus), upon withdrawing the ivus catheter, the drive cable stretched and was difficult to remove from the guidewire. The procedure was completed by using another of the same device.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked and detached. Based on the evidence, the catheter material twisted code cannot be confirmed.